Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Multiple MDR reports were filed for this event, please see associated report: 3007963827-2021-00056. Medical product femoral component size e right item# 00576401552 lot# 61451124; drop down stem extension item# 00595006745 lot# 61444126; headed screw 48 mm length item# 00579104100 lot# 61473904; stemmed tibial component fixed bearing precoat size 4 item# 00595003702 lot# 61390837; all poly patella standard size 29 mm diameter 8.0 mm thickness item# 00597206629 lot# 61454426. Customer has indicated that the product will not be returned to zimmer biomet for investigation as it remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that a patient underwent a right knee replacement and subsequently suffered from massive swelling and redness around the surgical sight. Approximately four weeks post implantation the patient's knee locked up from massive scar tissue which required a massive manipulation. The patient was found to be allergic to the implants including the "glue". Recently, the patient has developed a cough, weight loss, digestive disorders, change in the orbs of the eyes, nodules forming in the throat and diagnosed with an auto-immune disorder, igg4-rd. The patient also has unknown dental implants and has developed pockets under the gums. There is no additional information at this time.

Manufacturer narrative:
This follow-up is being submitted to relay additional information. Updated: b4, b5, g3, g6, h1, h2, h3, h4, h6, and h10. No product was returned or pictures provided; therefore, visual and dimensional evaluations could not be performed. Medical records were provided and reviewed by a health care professional. Review of the available records identified that there was no complication found during the initial surgery. A manipulation was required four weeks post op due to massive swelling and redness around the surgical area and the patient¿s knee locking up from scar tissue. There were no complications for eight years after the manipulation, and the swelling reduced. Device history record (DHR) was reviewed for deviations and/ or anomalies with no deviations / anomalies identified. A definitive root cause cannot be determined. Per package insert:(B)(4): the pain, swelling, and poor range of motion are known adverse effects of the system. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the patient reported swelling and redness around the surgical site after the initial right total knee arthroplasty. Approximately four weeks post implantation the patient's knee locked up from scar tissue which required manipulation. The patient's symptoms resolved after the manipulation. Attempts to obtain additional information have been made; however, no more information is available.